Event description:
It was reported that two electrodes broke during a hysteroscopy. The surgical delay was less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the broken surfaces of the broken active electrodes shows a ductile appearance, the most likely root cause is the electrodes got mechanically overloaded during application, as ductile breaks are typical for overload damages. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).